Event description:
Reportable based on analysis completed (B) (6) 2009. It was reported that during a coronary artery treatment procedure, crossing difficulties were encountered. The physician could not cross the lesion with a 2.0x15mm apex balloon. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good". However, device analysis revealed a shaft break.

Manufacturer narrative:
A visual and microscopic examination found that the hypotube had broken approximately 64cm distal from the catheter's strain relief. The device was kinked at the point of separation. The midshaft also had kinked approximately 4mm from the port region as well as a kink on the inner lumen at the proximal markerband. A visual examination revealed kinks along the entire length of the hypotube. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors bsc. (B) (4).